Event description:
It was reported that the fowler cylinder failed to function. No adverse consequence is reported.

Event description:
An acumed acu-loc vdr plate, standard, right was initially implanted in the patient during 2005. At an unknown time, the patient's tendon ruptured. On (B) (6) 2010 a revision surgery was performed to repair the ruptured tendon and remove the plate.